Event description:
It was reported that after "elective neckline removal, split was seen below the arterial cuff."

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.